Event description:
Boston scientific crm received information that during the implant procedure, this device just out of ship mode displayed battery longevity of greater than three years remaining . Four months later, without programming changes, interrogation revealed greater than five years battery longevity remaining. A technical service consultant was contacted regarding the reason for the lower than expected implant longevity calculation measurement. Engineering was further contacted and could not determine a reason for the implant lower than expected implant longevity. During this follow up visit, the device amplitude was reprogrammed and the battery longevity remaining indicated two and one-half years. There was concern that the battery depleted more rapidly than expected. A technical service consultant provided information that the longevity remaining estimate changes according to programming changes, pacing demand, lead impedances, and fluctuations in pacing rate in addition to device related. It was thought that during the next follow up visit, the remaining longevity will be updated and provide a more accurate estimation. No adverse patient effects were reported. Additional information was received; engineering reviewed the memory download and based upon the available information contained in the device memory, provided the estimated longevity information assuming that thresholds and lead impedance values stay consistent with their current values. It was thought this device was functioning appropriately and the device reprogramming contributed to the reported allegation. (B)(6).